Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Updated device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient underwent a skin flap rotation surgery on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.